Event description:
It was reported that a catheter entrapment occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radio cephalic aarteriovenous fistula (avf). A 5.0mm x 40mm x 75cm athletis balloon catheter was selected for use. During the procedure, it was noted that the catheter became stuck with a non-boston scientific (non-bsc) guidewire and does not move. The guide wire and balloon were removed simultaneously without any additional intervention. The procedure was completed with another of same device. The patient recovered without any ill effects.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a catheter entrapment occurred. The 70% stenosed target lesion was located in the mildly tortuous and non-calcified radio cephalic arteriovenous fistula (avf). A 5.0mm x 40mm x 75cm athletis balloon catheter was selected for use. During the procedure, it was noted that the catheter became stuck with a non-boston scientific (non-bsc) guidewire and does not move. The guide wire and balloon were removed simultaneously without any additional intervention. The procedure was completed with another of same device. The patient recovered without any ill effects.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the athletis device was returned for analysis. A visual and tactile examination identified multiple shaft kinks and damage noted along the length of the device. The shaft was also noted to be stretched. This athletis device is recommended for use with a 0.035" guidewire as per athletis instructions for use. The device was returned with the customer's guidewire inserted in the device. The investigator was unable to remove the guidewire due to the damage noted to the shaft. A visual examination identified that the balloon was subjected to positive pressure. No issues were identified with the balloon material. No issues were noted with the tip of the device. No other issues were identified with the device.